Event description:
A malfunction was reported with the pump, as the battery would not charge despite attempting various troubleshooting steps, including using different wall outlets, charging cables, and wall adaptors. There was no reported impact on the customer¿s blood glucose level at the time of the event. Technical support decided to replace the pump within warranty and instructed the customer on returning the device. The customer declined to share backup therapy details but confirmed the shipping address for the replacement pump.